Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) lead, developed an infection. Additionally, vegetation was observed on the right ventricular (rv) lead, which, resulted in endocarditis. A revision procedure was performed. The device and leads were successfully explanted and the patient was placed on intravenous antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.